Event description:
It was reported that removal difficulty and an entanglement occurred. The target lesion was located in the left circumflex artery. A samurai guidewire was advanced for treatment with an opticross 6 catheter. However, the catheter was entangled with the samurai wire when attempting to remove. The procedure was completed and the devices were removed together. There were no patient complications reported.